Event description:
Report 2 of 2 cms (B)(6); (B)(6) a customer complained to the ortho global technical solutions centre on (B)(6) 2024 after obtaining what was described as discrepant negative antibody identification results for a patient using (B)(4) resolve panel b lots vrb318 and vrb319 and ortho mts anti-igg gel card lot 072523001-11 in conjunction with their ortho vision ID-mts analyzer ((B)(6)). Complainant/complaint reporter: ms (B)(6); laboratory supervisor date of events: 22 and 26 january 2024 reported on: (B)(6) 2024 by (B)(6) to the ortho global technical solutions centre reagents: (B)(4) selectogen lot vs562 expiry date 23 january 2024 ortho mts anti-igg card lot 072523001-11 expiry date 13 june 2024 (B)(4) resolve panel b lot vrb318 expiry date 23 january 2024 (B)(4) resolve panel b lot vrb319 expiry date 20 february 2024(B)(4) resolve panel a lot vra450 expiry date 20 february 2024 (B)(4) resolve panel a lot vra448 expiry date 23 january 2024 (B)(4) resolve panel c lot vrc319 expiry date 20 february 2024 software version: 5.12.4 patient transfused on the following dates: 13/01/24 - sample tested with a negative antibody screen. 1 unit was transfused with no transfusion reaction. (B)(6) 2024 - new sample tested with a negative antibody screen. 2 units were transfused with no transfusion reaction. The customer reported the following pattern of reactions between (B)(6) 2024: date of testing sample ID reagents results (B)(6) 2024 12:11 (B)(6) (B)(6) 2024 13:25 ((B)(6)? (Modified to neg)/? (Modified to neg)/0/0/0/? (Modified to neg)/? (Modified to neg)/0/1+/? (Modified to 1+) (B)(6) 2024 14:35 (B)(6)0 the customer performed an antibody workup as no clinically significant antibody was detected. An unidentified antibody present so customer transfused units slowly and observed the patient. Units were compatible by ahg crossmatch, 1 unit transfused on (B)(6) 2024 and 1 unit was transfused on (B)(6) 2024 and no transfusion reactions occurred. A further 1 unit was transfused on (B)(6) 2024 and the patient experienced a hemolytic transfusion reaction. (B)(6) 2024 17:25 (B)(6) (posttransfusion sample) (B)(6) 2+/2+/3+/0/2+/2+/3+ /0/2+/0/2+ (B)(6) 2024 18:19 (B)(6) (posttransfusion sample) (B)(6) 2+/2+/0/0/1+/1+/2+/ 0/2+/3+/0 the transfusion reaction workup yielded a negative poly dat by tube method. The customer stated that the antibody screening was positive and an elution was performed on the post transfusion sample and that they identified anti-fyb(fy2) present in serum and anti-e(rh3) identified only with ficin treated using (B)(4) resolve panel c. (B)(6) 2024 (B)(6) (pretransfusion sample collected on (B)(6) 2024) (B)(6) manual method 0/0/0/0/0/0/0/0/0/0/ 0 (B)(6) 2024 (B)(6) (pretransfusion sample collected on (B)(6) 2024) (B)(6) (treated cells) manual method 0/0/0/0/0/0/0/0/0/0/ 0 the customer stated that on (B)(6) 2024 the patient died however they do not attribute the transfusion reaction as a cause of death. No further detail provided. The customer stated that a biased result was reported to the physician.

Manufacturer narrative:
Customer stated quality control samples results were as expected on the day of the reported events and card storage conditions and visual appearance prior to use was aligned with ortho's recommendations. Order reports for testing performed on ortho vision ID-mts analyzer were provided and confirmed the pattern of reactions as described by customer. According to ortho lot specific information for (B)(4) selectogen lot vs562, cell 1 is negative for fyb(fy2) antigen and cell 2 is positive and homozygous for fyb(fy2) antigen. Therefore positive and negative reactions obtained are consistent with the expected reactivity of an antifyb(fy2) antibody. According lot specific information for (B)(4) resolve panel b lot vrb318, cells 12, 15, 19 and 22 are negative for fyb(fy2) antigen, cells 14, 16 and 20 are positive and homozygous for fyb(fy2) antigen and cells 13, 17, 18 and 21 are positive and heterozygous for fyb(fy2) antigen. Therefore, negative reactions obtained with cells 13, 14, 16, 17, 18 and 21 are not consistent with expected reactivity of an anti-fyb(fy2) antibody. Negative reactions obtained with cells 12, 15, 19 and 22 are consistent with the expected reactivity of an anti-fyb(fy2) antibody. Positive reaction obtained with cell 20 is consistent with the expected reactivity of an anti-fyb(fy2) antibody. According to lot specific information for (B)(4) resolve panel b lot vrb319, cells 14, 15, 19 and 22 are negative for fyb(fy2) antigen, cells 13, 17, 18 and 21 are positive and homozygous for fyb(fy2) antigen and cells 12, 16 and 20 are positive and heterozygous for fyb(fy2) antigen. Therefore, positive and negative reactions obtained (B)(6) 2024 are consistent with the expected reactivity of an anti-fyb(fy2) antibody. Negative reactions obtained (B)(6) 2024 with cells 12, 13, 16, 17, 18, 20 and 21 are not consistent with the expected reactivity of an antifyb(fy2) antibody. Negative reactions obtained (B)(6) 2024 with cells 14, 15, 19 and 22 are consistent with the expected reactivity of an anti-fyb(fy2) antibody. According to lot specific information for(B)(4) resolve panel a lot vra450, cells 4, 8 and 10 are negative for fyb(fy2) antigen, cells 1, 3, 5, 7, 9 and 11 are positive and homozygous for fyb(fy2) antigen and cells 2 and 6 are positive and heterozygous for fyb(fy2) antigen. Therefore, positive and negative reactions obtained are consistent with the reactivity of an antifyb(fy2) antibody. According to lot specific information for(B)(4) resolve panel a lot vra448, cells 1, 4 and 9 are negative for fyb(fy2) antigen, cells 2, 3, 7, 8, 10 and 11 are positive and homozygous for fyb(fy2) antigen and cells 5 and 6 are positive and heterozygous for fyb(fy2) antigen. Therefore, pattern of reactions obtained are consistent with expected reactivity of a weak antifyb(fy2) antibody. According to lot specific information for (B)(4) resolve panel c lot vrc319, cells 1 and 8 are negative for fyb(fy2) antigen, cells 2, 3, 4, 7, 9 and 11 are positive and homozygous for fyb(fy2) antigen and cells 5, 6 and 10 are positive and heterozygous for fyb(fy2) antigen. Therefore, negative reactions obtained with all cells in enzyme method is consistent with expected reactivity of an anti-fyb(fy2) antibody. A review of the manufacturing batch record of (B)(4) resolve panel b lot vrb318 was carried out and no non- conformances or deviations related to the reported issue were identified. The results of all in-process and quality assurance release for sale tests were found to be within specifications. A review of the manufacturing batch record of (B)(4) resolve panel b lot vrb319 was performed at ortho's manufacturing site, the lot met all acceptance criteria. Samples known to contain anti-d(rh1), anti-k(kel1) and anti-fya(fy1) antibodies were tested for antibody identification at ortho's manufacturing site using retained samples of (B)(4) resolve panel b lot vrb319. Confirmation of the fyb(fy2) antigen status of cells 12, 13, 16, 17, 18, 20 and 21 was also requested. The lot continues to meet specifications. Retained testing of (B)(4) resolve panel b lot vrb318 could not be performed as the lot had expired at the time this assessment was performed. Review of complaints associated with the red cell reagents manufactured using the same donors as the ones used to manufacture the fyb(fy2) positive cells of (B)(4) resolve panel b lot vrb318 was performed. No trend or systematic failure of these donors were identified. A review of complaints associated with the red cell reagents manufactured using the same donors as the ones used to manufacture the fyb(fy2) positive cells of(B)(4) resolve panel b lot vrb319 was performed. No trend or systematic failure of these donors were identified. Review of the worldwide complaint databases was performed for (B)(4) resolve panel b lots vrb318 and vrb319 through to (B)(6) 2024. No other complaint was identified with call area falseneg. No trend was identified. Assignable cause of the discrepant negative antibody identification results obtained by the customer is sample related, associated with the patient having a low titer newly developed antibody. There is no evidence of any systematic failure of the ortho reagents or analyzer to perform as intended. In mitigation of the discordant negative antibody identification results, the 0.8% resolve panel b instructions for use states: for antibody detection and identification, different serological methods are optimal for different antibodies. No single antibody screening or identification method optimally detects all antibodies. In some low ionic strength test systems, certain anti-e and anti-k antibodies have been reported to be nonreactive.